Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not displaying medication orders that were ordered by the provider. A technical support dialed into es, logged into health sight viewer (hsv), and verified no notices were showed for order delays. Tss opened sql server management studio (ssms) and ran a server down query. Tss found no issue with interface communication and identified the station time was behind by 7 minutes. Tss dialed into the station and corrected the time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not displaying medication orders that were ordered by the provider. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.